Event description:
It was reported that the patient experienced a possible syncopal event and extracardiac stimulation. It was noted that signs of a right ventricular (rv) lead fracture was observed. The rv lead was programmed off. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable.